Event description:
Product analysis was completed on the returned generator. The septum was not cored thereby eliminating the possibility of a potential unintended current path. An electrical test was performed on the generator which concluded that the printed circuit board assembly performed according to specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the patient that she felt like she was being "zapped¿ during every stimulation following a car accident. The device was checked and a "code" was noted. The patient was referred for a possible lead revision surgery as well as generator replacement due to neos ¿ yes. The patient's generator was replaced. Diagnostics following generator replacement showed good lead impedance. Product return is not expected as the site has historically not returned products. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement due to the low battery status. The generator was returned to the manufacturer; however, product analysis has not been completed to date. It was also reported that the patient was experiencing erratic stimulation.